Event description:
Per mom, (B)(6) - they run the nebulizer for it's 5 min cycle, but there is still a little medication left over, so they run it for another min or so, for a total of 6.5 min each time they use the nebulizer. Mom believes the handset stops working properly towards the end of the cycle. No further info cayston inh soln - inhale the contents of 1 vials (75 mg) via pari altera nebulizer 3 times a day for 28 days on and 28 days off. Reported to (B)(6) by pt/caregiver.